Event description:
During a rotator cuff repair when the surgeon turned the gas cap on insertion before the audible click the metal piece that pushes down came off in the patient. Doctor reports he still had good fixation and left the metal piece in the patient. No product will be returning for investigation.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).